Event description:
It was reported that cable is no longer working. No procedure was involved and no patient was affected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).